Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on (B)(6) 2019. According to the complainant, while cleaning the scope, the catheter broke causing the brush to detach inside the working channel of the scope. The brush was removed from the scope. It is unknown how the scope cleaning was completed. There was no patient involvement.